Manufacturer narrative:
Submit date: 02/20/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a foam positioning head rest. The customer reports 7" head rest inner cutout is much bigger than usual.